Event description:
Same cases as: 2134265-2014-07697 and 2134265-2014-07751. It was reported that an automatic pullback failure occurred. It was observed that the motor drive unit (mdu) of the ilab ultrasound imaging system has no image displayed and failed to perform an automatic pullback. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).